Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, event 1 "static image", event 2 "error code e216", and event 3 "screen goes black and no image is shown (image restores) blackout" likely caused by damage to the image sensor unit (e.g., disconnection) or failure of mounted components (integrated circuit (ic) chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: the inspection method for the suggested event is described as follows in the operation manual "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had no image. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Additional findings were as follows: adhesive on bending section cover had a chip, due to damage on forceps elevator lever (surgical products), bending section could not be fixed firmly; and video connector had a crack. The following device components were scratched: bending section cover, control unit, switch 1, grip, up/down plate, right/left plate, angulation lever, light guide (lg) connector, lg cover glass, video connector case, and video connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. E1: national hospital organization takasaki general medical center